Event description:
Information received from the patient reported that the site of the implantable neurostimulator (ins) was sore and slightly warm. The patient was on antibiotics post-root canal. The patient stated that they had lost quite a bit of weight since implant and wondered if that could affect the ins site. Follow up information received on april 12, 2007 from the healthcare professional (hcp) reported that the patient experienced symptoms of pain and redness. There was no infection. Also, there was no troubleshooting and no treatment or interventions were performed. The patient outcome was noted as recovered without sequelae. Additional information received from the patient on sept. 12, 2016 reported that their ins system was explanted ¿years ago¿ due to infection. The patient was re-implanted with a competitor¿s product. The indication for use for the implanted device was noted as occipital neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.